Event description:
Health professional reported an alleged "port leak" with a lap-band device. The port was explanted and replaced. The device serial number was not reported. Information was requested from the reporter, but additional information for this record has not been received.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."